Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0yyb7, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had pain at the implant site. There were no falls or trauma that could be related to the issue, but the patient had an x-ray that could be related to the issue. The patient had an x-ray on (B)(6) 2015 and when they got up off the x-ray table, it hurt where the stimulator was put in. The pain was due to a sudden change in symptoms. The patient tried to use the patient programmer and got an informational screen with some numbers. The patient synced with the implantable neurostimulator (ins) and it was successful. The equipment was working as designed. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about the pain at their appointment on (B)(6) 2015. The step taken to resolve the pain at the implant site was that the program was changed from 3 down to 2. The pain at the implant site had mostly been resolved. The patient¿s x-ray was not related to their implant and was for hip arthritis, which was a prior event.